Event description:
The patient reports via MFR survey, being overmedicated within the first week following replacement of their drug delivery pump. The pt underwent replacement of their pump in 2006. No specific symptoms of the "overmedication" were reported. The pt saw their hcp who "turned down" the pump, but no reason for the overmedication was reported to the pt. The last reported drug used in the pump was morphine according to the MFR's device registration system. The MFR has requested additional info from the hcp but it was not available on the date of this report.